Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump was inaccurately keeping time. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10-jun-2019 with the following findings: a review of the black box data showed a manual time change on (B)(6)2015 from 12:55 pm to 8:46 am. During investigation, the pump was exercised for 12 hours with no issues occurring. A timekeeping accuracy test was performed; the pump was found to be keeping time accurately. The complaint of a time/loss gain issue was not duplicated during testing. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.